Event description:
A perceval pvs23 was implanted during an isolated avr via hemi-j sternotomy in (B)(6) 2017. Post-operative echocardiography revealed a slightly elevated gradient (approximately 20 mmhg); however, the decision was made to leave the valve in place. At 6-month follow-up, the valve functionality was slightly reduced, but not drastically altered. At follow-up in (B)(6) 2019, the functionality of the valve had worsened. The patient was very symptomatic and a CT scan revealed folding of the perceval valve stent at the right coronary side. No central or paravalvular leak were detected peri-operatively or at follow-up. An experienced surgeon declared that the event was attributable to over-sizing. This was confirmed by the implanting surgeon. The valve was explanted on (B)(6) 2019 and replaced with a stented valve.

Manufacturer narrative:
Summary: the surgeon confirmed that the event was attributable to over-sizing. Based on the physician's medical judgement, the root cause of the event is deemed to be user error. No further investigation is warranted.

Manufacturer narrative:
The returned valve was received with deformation of one leaflet evident. Pannus and organic deposits were present on the valve.

Event description:
A perceval pvs23 was implanted during an isolated avr via hemi-j sternotomy in december 2017. Post-operative echocardiography revealed a slightly elevated gradient (approximately 20 mmhg); however, the decision was made to leave the valve in place. At 6 month follow-up, the valve functionality was reportedly slightly reduced, but not drastically altered. At follow-up in april 2019, the functionality of the valve had worsened. The patient was very symptomatic and CT revealed folding of the perceval valve stent at the right coronary side. An experienced surgeon reportedly declared that the event was attributable to over-sizing. The valve was explanted on (B)(6) 2019 and replaced with a stented valve.

Manufacturer narrative:
Review of the CT images provided by the site confirmed the reported folding of the perceval stent. The event is reasonably attributable to mis-sizing based on medical judgement and the information available to date. The manufacturer has requested the device be returned for investigation once it has been explanted; however, at this time there is no indication that reoperation as been performed. As the serial number of the device is not known and the device remains implanted, no device investigation can be performed at this time.

Event description:
A perceval pvs23 was implanted during an isolated avr via hemi-j sternotomy in (B)(6) 2017. Post-operative echocardiography revealed a slightly elevated gradient (approximately 20 mmhg); however, the decision was made to leave the valve in place. At 6 month follow-up, the valve functionality was reportedly slightly reduced, but not drastically altered. At follow-up in (B)(6) 2019, the functionality of the valve had worsened. The patient was very symptomatic and CT revealed folding of the perceval valve stent at the right coronary side. An experienced surgeon reportedly declared that the event was attributable to over-sizing. The valve will be explanted and replaced with a stented valve.